Manufacturer narrative:
Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant; product expire date unknown as lot number unknown; product catalog number unknown as product unknown. Surgeon name not provided by the complainant. Implant unspecified by complainant. 510(k) unknown as product was unspecified. Product manufacture date unknown. No lot number not provided. Conclusion - root cause inconclusive due to lack of details provided by the complainant. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Investigation into this claim included a review of the claim allegation and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified manufacturer's device's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.

Event description:
The patient was reportedly implanted with unspecified manufacturer's device in (B)(6) 2010 to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.